Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of device shut down suddenly and would not turn back on, the programmer did not start up. The power supply checked out okay and after reconnecting the power supply the programmer was booting up but a link electronic module (lem) error was displayed and it was determined that the lem board needed to be replaced. Additional errors were also found in the log files. The lem board was replaced, the stylus was added, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow-up the programmer suddenly shut down and would not turn back on. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.